Manufacturer narrative:
Correction: based on the additional information received, the codes from the initial MDR of 2138 ¿ hm-visual acuity decreased is no longer applicable. The following code have been added to reflect the new information: patient/medra code section h6: code 2137 : hm-blurry vision. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Section b3: date of event: unknown, not provided, section e1:surgeon's email address and phone number: unknown/ asked but not available. Additional narrative information: device evaluation: at the time of the investigation, device was not available for evaluation, therefore no testing could be performed. The reported event cannot be confirmed. Manufacturing record review: the manufacturing records for the device were reviewed. The product was manufactured and released according to specification. Conclusion: based on the investigation results there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the preloaded intraocular lens (iol) was explanted from patient's left eye. Reportedly the lens was explanted in a secondary procedure and replaced with lens from another manufacturer due to decreased vision and ocular risk. No other information is available.

Manufacturer narrative:
Additional information: section d9: device available for evaluation: yes. Section d9: returned to manufacturer on: 10/9/2024. Section h3: device evaluated by manufacturer: yes. Device evaluation: visual inspection of the complaint device reveals that the lens was received cut in half. Both halves were cleaned. The halves presented damaged.. Conclusion: the complaint issues were not identified during product evaluation. The other observed issues during the product evaluation could not be confirmed to be related to a manufacturing or design issue. Therefore, there is no indication of a product deficiency or product malfunction. Based on the complaint investigation results, the product was released within specifications. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.